Event description:
Elderly pt implanted with a margron dtc hip replacement presented with a mid-shaft fracture of the femur approx 5 years post-operatively. Femoral stem was also noted as being loose during the revision surgery to correct fracture. Surgeon elected to leave implant in place and fixate fracture and stem using a bone graft and cerclage wires. Given the longevity of the primary implant, loosening unlikely to be related to the implant.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.